Manufacturer narrative:
The inside hexogen of the chisel handle screw is rounded and worn and can't be dismantled anymore. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the received condition agree with the complaint description and the complaint therefore is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that too much mechanical force was applied to the screw when attaching the blade. Please note the screw is available as a spare part (399.540.004) and should be exchanged as soon as it gets worn or damaged. Therefore, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 399.540 lot: 2l22897 manufacturing site: (B)(4) release to warehouse date: 20.nov.2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the hospital ordered a new chisel handle, but the bolt in it could not be moved. It was noticed right after the takeover before an unknown procedure, therefore this product could not be used during the surgery. There was no patient and procedure involvement when the allegation was reported. This report is for one (1) chisel-handle. This is report 1 of 1 for (B)(4).